Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: * what is the lot number?=>unk. * please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>we regularly contact with sales rep about the device returning. * please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).=>(B)(6). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received, eight used needles that pertain to product code vcp772d. In order to evaluate the condition of the returned samples, the tip and body of the needles were examined under magnification and no issues related to bending needle could be observed. However, it was noted that one of the needles appears to be broken at the tip area. This sample will be shipped to hsa for further analysis due to the needle breakage. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product received for analysis was identified as product code vcp772d. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the device revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that needle breakage was observed, a fracture was observed at the tip of the needle. It was reported a patient underwent an unknown surgery on an unknown date and a suture was used. During an unknown surgery, the needle tip was deformed. It was unknown if the needle tip was deformed during use. The suture method was interrupted suture. There were no adverse consequences to the patient. Additional information was requested.